Event description:
Patient is a type ii diabetic & called in after following the instructions specified on her recall letter from center well pharmacy. She stared using this device in april 2026. Patient has had no issues with the device but when she received her letter she stopped using the glucose monitor. Her & her physician will talk about alternative devices. Patient indicated that she is on a few medications but no major medical conditions.